Event description:
Per the clinic, the device was explanted (date not reported) due to the extrusion of the electrode array into the ear canal. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the initial MDR [6000034-2025-02634] submitted on july 22, 2025, was filed inadvertently. There was no extrusion, explantation nor serious injury has occurred. The device is still functional for the patient and the implanted device remains.